Event description:
Attached is a response to an FDA request for more information regarding the following mdrs: 2242816-2010-00144, 2242816-2010-00132, 2242816-2010-00008, 2242816-2009-00090, 2242816-2009-00072, 2242816-2009-00053, 2242816-2009-00052, 2242816-2009-00014, (B)(4).

Manufacturer narrative:
The attached response is in regards to the letter sent to biomet by (B)(4).